Manufacturer narrative:
The sample was serum. Investigation showed that the anomalous result was caused by precipitation of a monoclonal igm protein in the creatinine reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a negative result that was generated by the au5421 clinical chemistry analyzer for creatinine (-7umol/l) on a sample from an outpatient. The erroneous result was not reported outside the laboratory. The test was repeated on a different instrument in the laboratory and gave a result of -30umol/l. There was no death, injury or change to patient treatment attributed to or connected with this event.